Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation and had to charge ipg frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the facility.